Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During procedure, a faradrive steerable sheath was selected for use. During procedure, air was noted in the lumen of the sheath, it was observed during air removal after inserting the sheath into the body and removing the dilator and wire. Aspiration was performed to remove air inside the sheath, but air was drawn in from the valve section. The same issue occurred repeatedly, leading to a replacement with another lot of the device. No patient complications occurred.

Event description:
During procedure, a faradrive steerable sheath was selected for use. During procedure, air was noted in the lumen of the sheath, it was observed during air removal after inserting the sheath into the body and removing the dilator and wire. Aspiration was performed to remove air inside the sheath, but air was drawn in from the valve section. The same issue occurred repeatedly, leading to a replacement with another lot of the device. No patient complications occurred.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.